Event description:
The customer reported, "monitor is not working". However, the fse noted the system was not booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board, surge suppressor, and the smart power switch board were replaced during the service call. The system was tested and found to be working as intended and put back into service.